Event description:
It was reported that the bd syringe 1.0ml 29ga 1/2in experienced foreign matter in the fluid path. The following information was provided by the initial reporter, translated from chinese to english: the ophthalmologist found a foreign body inside the injection arm when the package was opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Ustomer returned (1) loose 1cc, 12.7mm u40 insulin syringe. Customer states that they found a foreign body inside the injection arm when the package was opened. The returned syringe was examined and exhibited a red piece of material in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely red ink. A review of the device history record was completed for batch# 0253316. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Blank barrels are transferred from totes to a bulk hopper. The hopper then meters them into the vibratory feeder, which orients and transfers the barrel's single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial, where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitioned through the corona treater, terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial through the flange guide, which aligns the flanges for proper registration and into the print carousel where ink images are applied. The barrels are transitioned to the transfer dial and into the curing oven from the print carousel. The cured product exits the oven chute for transfer to the next operation. Zero (0) notifications and l2l (leading 2learn) were noted for the damaged barrel, and the root cause cannot be determined.

Event description:
It was reported that the bd syringe 1.0ml 29ga 1/2in experienced foreign matter in the fluid path. The following information was provided by the initial reporter, translated from chinese to english: the ophthalmologist found a foreign body inside the injection arm when the package was opened.